Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted from 50% to 3% within hours. Subsequently, the pump shut off. The pump was connected to a power source however the pump remained off. The customer's blood glucose was 315 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue that was identified.